Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. The complainant reported automated impella controller (aic) failure during support. The patient was successfully switched to a new aic device. The patient was on impella cp support for 2 hours prior to expiring on support. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the controller failure (red alarm) issue has been completed. The automated impella controller (aic) was returned for investigation. Data analysis: the device logs show that alarm #503 was set while the pump was still connected. This alarm was reproduced on a lab bench when logs were being downloaded from the aic, during this time the pump was not connected. Alarm #503 refers to voltage-out-of-spec for pump motor controller board. Device analysis: the device was tested in the lab and the controller failure alarm was reproduced. According to the analysis of the aic logs and the schematic for impellatronic, it was speculated that the reported failure was due to malfunction of impellatronic board. Most likely, a component between the 20v supply coming from the pbm board to dsp on impellatronic malfunctioned. The aic was further tested by replacing the impellatronic pcb with a known good board. A known good pump was ran for 1 hour. The failure did not reproduce with the known good impellatronic pcb. Thus, the root cause for this failure was malfunction of a subcomponent (most likely varistor r4162) on the impellatronic board. This report is being filed as part of a retrospective review of historical records.